Event description:
It was reported that this right atrial (ra) lead was explanted after approximately two months implanted. No other products were implanted at this time. Additional information from the field representative provided this ra lead was explanted due to an infection. This ra lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted after approximately two months implanted. No other products were implanted at this time. Additional information has been requested but was not provided at this time. This ra lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.